Event description:
It was further reported that the bare metal stent implanted in (B)(6) 2009, was another manufacturer's 3.5x20mm stent. In (B)(6) 2010, the isr lesion was pre-dilated and a 3.5x16mm taxus liberte stent was deployed at 8atms for 30 seconds. The stent was not post-dilated. Residual stenosis was 0%. No complications were experienced during the implant procedure. An autopsy was not performed.

Event description:
It was reported that post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2009 angiography revealed that the patient had 90% stenosis in the proximal left anterior descending (lad) artery. Four days later an unspecified bare metal stent was implanted. The patient was put on 75mg/day of plavix due to unstable angina. The patient returned in (B)(6) 2010 with restenosis of the bare metal stent. A taxus liberte stent was implanted for treatment. It was reported the patient expired suddenly at home 2 months later. The cause of death is unknown, however, the physician commented there is a possibility the cause of death was stent thrombosis. Additional information has been requested and is not available.

Manufacturer narrative:
Death date/event date: between (B)(6) 2010. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: patient identifier, age at time of event, age at time of event (unit), patient sex, weight, weight (unit), describe event or problem, other relevant history, name prefix, occupation . (B)(4).